Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification and passed self test and displacement test. No unexpected battery alarms including weak battery or failed battery test alarms were noted. Unit received with a cracked case at display window corners, display window, belt clip slot and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker. No belt clip assembly received with unit. Unable to verify belt clip anomaly.